Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement of greater than 200 ohms on another manufacturer's right ventricular (rv) lead and the device. Review of the patient's data found that after the alert, the impedance went back into range and then increased again to out of range. Boston scientific technical services (ts) was consulted and suggested further evaluation of the system. The patient was brought into the office for evaluation, however the field representative was unaware of the results from the in clinic device interrogation as they were not present. An x-ray was taken which did not yield any significant findings and the patient was asked to schedule a follow-up appointment in one month. No adverse patient effects were reported and the system remains in service.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.